Event description:
The dexcom g6 ios mobile app has stopped working entirely. This app allows type 1 diabetics to receive live saving blood glucose readings every 5 minutes. The app will stop working at any random time, prompting the user to delete it, reinstall, and begin a new cgm session. This happened to me in the middle of the night - a critical time for glucose alerts - however, the troubleshooting steps do not work, and the app continues to cease working entirely. Upon calling dexcom for support, they give the same troubleshooting steps mentioned above, only adding on to restart your phone in the process, however none are a permanent solution, and it does not work. This is a technical issue with the dexcom app that is preventing type 1 diabetics from accessing the life saving alerts for low blood sugars (which can cause seizures, death, etc) and high blood sugars (which can lead to dka and hospitalization). With out access to reliable use of the app, many diabetics will end up in the hospital or worse due to complications from unknown high or low blood sugar levels. Dexcom has done nothing to communicate with its users about this issue, despite their clear awareness of the ongoing issue, made clear to me when I called technical support, further putting lives at risk. Dexcom advises only those who call to turn off automatic app updates on their ios device, but this is information all users have the right to know in order to protect their health and their use of the app. Dexcom is being careless with the lives of those the device is intended to protect and will be at the hands of hospital visits for many who rely on the app on a daily basis for treatment decisions if this is not swiftly addressed.